Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a knee surgery the device broke during screwing in. One half of the device was left in the patient and could not be removed. The other half of the device could be removed. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. Due to the device not being received, an evaluation on the product could not be performed and the reported event cannot be verified. Most probable causes for this event include improper bone preparation, prying/leveraging during insertion, and failure to insert the screw coaxial to the bone tunnel.